Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion with anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 4.5 fr non-bsc introducer sheath was advanced. After a non-bsc guidewire has crossed the lesion, a non-bsc balloon catheter was advanced but failed to cross the lesion. Subsequently, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 3 atmospheres at a duration of 5 seconds. The device was removed intact. The procedure was completed with a 2.0mm x 150mm x 150cm coyote¿ balloon catheter. It was confirmed that the blood flow was resolved. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was tightly folded. Microscopic examination of the balloon presented no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the distal edge of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion with anterograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 4.5 fr non-bsc introducer sheath was advanced. After a non-bsc guidewire has crossed the lesion, a non-bsc balloon catheter was advanced but failed to cross the lesion. Subsequently, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 3 atmospheres at a duration of 5 seconds. The device was removed intact. The procedure was completed with a 2.0mm x 150mm x 150cm coyote¿ balloon catheter. It was confirmed that the blood flow was resolved. No patient complications were reported and the patient's status was good.